Manufacturer narrative:
Corrected data: in review, it was noted that the information ''there was no patient injury'' was inadvertently not captured in the initial emdr report; therefore, it has been included in this supplemental report. Additional information: device available for evaluation: yes. Returned to manufacturer on: 3/25/2019. Device returned to manufacturer: yes. Device evaluation: the product was received in its original box and daisy wheel at the manufacturing site for evaluation. Visual inspection with an unaided eye revealed the lens haptic to have residue possibly ovd on lens. The lens was cleaned using purified water and dried with compressed air to ease inspection. Further inspection under magnification revealed no obvious signs of the damage to the lens. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specifications. A search in complaints history revealed that no additional complaints were received related to this production order number. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as the lens was inserted and removed. If explanted, give date: not applicable, as the lens was inserted and removed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic of an intraocular lens did not unfold when inserting into the eye. Therefore, the lens was removed and replaced. No additional information was provided.